Manufacturer narrative:
Tracking #.49952. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
It was reported during a laparoscopic appendectomy the trocar did not penetrate the abdominal wall. There was no consequence to the pt. 2/26/1998 rep reports the surgeon felt as if the trocar was not arming itself or the safety shield was activating too quickly and it did not have the blade exposed while entering the abdomen. He had difficulty with the force to insert. A new trocar was opened to complete the case.